Event description:
It was reported that the mechanical oxygen pressure gauge was not working on the parapac plus ventilator. The gauge indicated low pressure. It measured the oxygen pressure at 51 psi, and was always in the high-pressure alarm state. No patient injury or complications were reported in relation to this event.